Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 310.221, lot f-22595: manufacturing site: selzach. Supplier: (B)(4), release to warehouse date: november 13, 2017. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material 1.4112 was used with correct hardness after procedure and documented in certificate of compliance (coc) from the supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the received drill bit shows that approximately five millimeters (5 mm) from the fluted tip section is broken off. The broken off portion was not returned (remains in the patient¿s body). The shaft and the quick coupling are otherwise still in good condition. The relevant dimensions were reviewed and found to be conforming. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4112 as required and the measured harness was within the specification. The received condition of the device is concordant with the complaint description and the complaint condition is therefore confirmed. Unfortunately, we are not able to determine the exact cause of this complaint. It is likely that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: hsz, gfa, gff. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) surgery with headless compression screw (the countersinkable compression screw) and drill bit in question. During insertion of an unknown guide wire, the wire bowed. Then, when the surgeon was drilling the navicular bone of foot through the guide wire, the drill bit broke. The 1mm in length fragment remained in the patient's body. The surgeon commented that there was no problem with the device. The hospital plans no re-operation. There was no surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: unknown drill ( part # unknown, lot # unknown, quantity 1) unknown screw ( part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) 2.0mm cannulated drill bit/qc 150mm. This report is 2 of 2 for (B)(4).